Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The proximal insulation was abraded at 5.4 cm to 5.5 cm from the distal tip. Abrasions are indicative of exposure to constant friction with another implantable device.